Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholecystectomy, the device did not fire. Surgeon was able to press the green button but was not able to squeezed the handle. Replaced with new device to complete the case. There was no patient injury.